Manufacturer narrative:
This report is being submitted to report additional information. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A definitive root cause could not be determined. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformance's impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends. H3 other text : summary investigation

Event description:
No additional or corrected information to report.

Event description:
It was reported that the implant was removed due to infection. Pain is reported as a symptom. Tooth location # 8.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.